Event description:
Additional information indicated that the patient was to be transported to another facility to be evaluated by his electrophysiologist. It was noted that the patient's medications have been changed recently.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was having episodes of ventricular fibrillation (vf) at a rate of 273 beats per minute (bpm). There was delayed therapy due to drop out. The field representative indicated they have gradually been making the device more sensitive but they are still having issues with drop out. It was noted the patient did have a syncopal episode. A technical services (ts) consultant was contacted regarding this issue and discussed programming options to mitigate this issue. Ts discussed that the larger amplitudes signals are likely what is causing the drop out because the automatic gain control (agc) feature was not stepping down fast enough to pick up the smaller signals. Ts indicated this is not programmable and indicated they may want to consider a lead revision to find a better placement for sensing vf. Additional information has been requested; however, no further information is currently available. No further adverse patient effects were reported.